Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received erroneous results for four patient samples tested for creatinine and phosphorus. All initial results were reported outside of the laboratory. The first sample initially resulted as 330 umol/l for creatinine. When the doctor received this initial result, he called back the patient for a second blood collection. Another sample was collected from the patient and tested on (B)(6) 2015, resulting as 80 umol/l. The original sample was also repeated on (B)(6) 2015, resulting as 79 umol/l for creatinine. The 79 umol/l repeat value was reported outside of the laboratory. The original tube was also repeated a second time, resulting as 71 umol/l. The second sample, from a (B)(6) male born on (B)(6), initially resulted as 0.65 mmol/l for phosphorus on (B)(6) 2015. The sample was repeated on (B)(6) 2015, resulting as 0.32 mmol/l for phosphorus. The 0.32 mmol/l repeat value was reported outside of the laboratory. The third sample, from a (B)(6) male born on (B)(6), initially resulted as 295 umol/l for creatinine on (B)(6) 2015. The sample was repeated on (B)(6) 2015, resulting as 171 umol/l for creatinine. The 171 umol/l repeat value was reported outside of the laboratory. The fourth sample, from a (B)(6) female born on (B)(6), initially resulted as 1.83 mmol/l for phosphorus on 11/21/2015. The sample was repeated on (B)(6) 2015, resulting as 1.12 mmol/l for phosphorus. The 1.12 mmol/l repeat value was reported outside of the laboratory. It was asked, but it is not known if the patients were adversely affected. No adverse events were alleged. The creatinine and phosphorus reagent lot numbers and expiration dates were asked for, but not provided. The field service representative determined that a reagent probe was not centered over the cell and a small foreign object was found in the syringe valve. He checked all syringe valves and removed the foreign object found in one of them. He checked all tubes and fittings for probes and cell wash. He adjusted the reagent probe and the rinse station. He performed air purges, mechanical checks, and precision studies. The customer ran quality controls and all results were within specifications.